Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys/ expiration date: 14-aug-2020 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 27-feb-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of a leadless implantable pulse generator (ipg), the patient experienced cardiac tamponade due to perforation. The first deployment of the leadless ipg was not successful, therefore it had to be placed in a second location in the right ventricle. Reportedly, after the successful implant of the ipg, the patient started to feel "bad". A cardiac ultrasound was performed and it was observed that patient had cardiac tamponade. An epicardial drain was urgently used and effusion fluid was drained. An emergency surgery was performed to repair a small blood leak found at the anteroseptal groove of the heart. A new ipg was implanted, and the leadless ipg was turned off. No further patient complications have been reported as a result of this event.